Manufacturer narrative:
The customer reported they experienced connection issue, and returned one sample of material mp5314-c, lot 24099436. Upon initial visual examination, the set had no defects or abnormalities, except for having been used and covered in dried blood. The set was manipulated to confirm the connection issues reported, and the male luer had difficult to be screwed on. The issue was unable to be confirmed to be a product issue, or to be related to the dried blood all over the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set had connection issues. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that they experienced connection issue.